Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer display was dim and had a pink tint with horizontal lines an. Analysis also indicated that the display was contaminated. The device will be scrapped.

Event description:
It was reported that the programmer display was dim and would go on and off. The programmer was returned to service. No patient complications have been reported as a result of this event.